Event description:
It was reported by service report that the stretcher would not pump up. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: release pedal, base hood.